Event description:
Continuous renal replacement therapy (crrt) was being setup with the baxter prismaflex machine. The registered nurse (rn) was following the onscreen instructions to load, prime and ready system for connection to patient to begin therapy. The prismaflex machine has four small pumps the dialysis cassette tubing wraps around. The rn was attempting to load the tubing and the tubing would not load around the dialysate pump (upper right pump). The rn stated the tubing kept getting kinked. Finally, the tubing did load around the dialysate pump. The rn proceeded to the priming step and there was an occlusion alarm on the auto effluent tubing. The rn attempted to trouble shoot and eventually unloaded cassette and started the process again with a new cassette.